Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative b-hcg result on the architect i1000sr analyzer. The following data was provided for a (B)(6) female: initial <1.2 miu/ml, repeats <1.2, 165, 150 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
On march 29, 2019, the suspect medical device was changed from ln 07k78-26 lot 82328ui00 to ln 07k78-25 lot 92049ui00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.